Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 9 cm distal to the df4 connector. The proximal fragment was received for analysis. The distal fragment was not returned. The returned lead fragment was analyzed. The df4 connector was found fractured. The pin of the connector was not returned. The fracture most likely occurred during the lead removal from the header due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. Correction to device analysis received. Upon receipt, the lead under complaint was found cut 9 cm distal to the is4 connector. The proximal fragment was received for analysis. The distal fragment was not returned. The returned lead fragment was analyzed. The is4 connector was found fractured. The pin of the connector was not returned. The fracture most likely occurred during the lead removal from the header due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lv lead was capped due to break (lead pulled out of pin and pin stayed in header) during generator change. Should additional information be received, this file will be updated.